Manufacturer narrative:
(B)(4). The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the device found an indention in the catheter material 13.2 cm from the connector. The device passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826631: k914479. Upon completion of the investigation, a follow up report will be filed.

Event description:
I encountered a problem with one of codman icp kits. A patient required icp monitoring. I had this inserted on (B)(6) 2016. Calibrated successfully. Initially icp was around 1, there was a good waveform. Icp was disconnected for patient transfer. In the ward, we encountered unusual difficulty setting up monitoring again despite following the usual appropriate procedure. Initially, the box was constantly buzzing and showing (system failure) on the screen. This settled when I changed the connection between codman box and patient monitor. I figured out that cable must be broke. However, I used three different boxes and changed different cables, eventually, I was getting icp reading of 375 with no trace. This is while the patient is fully alert and awake. On (B)(6) 2016, I took the patient back to theatre, removed the old icp and inserted a new one. This has been working alright so far. Per rep: did this event occur intra-operatively? No did the reported event cause any delays in the surgery or procedure over 30 minutes? No were there any adverse consequences to the patient? The patient had to be taken back to theatre and a new microsensor was implanted. Was the device revised or was it removed and monitoring discontinued? The device was removed, the patient was taken back to theatre and a new device was implanted.